Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion. Device replacement was discussed. No intervention was performed.